Event description:
Acct. Reports "filter leaking at the shoulder. Multiple lines attached to PICC line. PICC line lost x2 patients. Customer questioning role of leaking in loss of patency of PICC line". No pt injury reported. Clarification rec'd stating that "the 'shoulder' looks like it is in reference to the area where the tubing joins the injection site component."